Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the event occurred when a patient was prepared for an oncology treatment. The treatment was delayed for 30 minutes. The procedure was completed after reinstallation of the system. The philips field service engineer (fse) went onsite and confirmed the reported issue. As part of troubleshooting, fse analysed the system log file and identified ippc post was not performed. To resolve this issue, fse reinstalled the operating system(os) of ippc and recreated the image disk. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image store was unavailable, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.